Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed cross hairs inaccuracies. It was noted that the general failure was resolved. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that the site observed inconsistent behavior with the crosshair movement on the system. The system was set to crosshairs move and in certain parts of the anatomy they would move as expected. However, as the surgeon moved closer to the reference frame while keeping the point of the passive planar probe stationary and moving only the handle within the camera field of view, it was observed that the system behaved as if crosshair movement was set to stationary. There was a less than 1 hour surgical delay and no patient impact or harm.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9733686, serial/lot #: unknown. A software analysis was completed. It was found that the reported issue was related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added to that record. Correction: report source updated to proper values. If information is provided in the future, a supplemental report will be issued.